Manufacturer narrative:
(B)(4). The patient was born in 1946. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient started treatment with cefazolin intraperitoneally (ip) (1 gm, twice a day) and gentamycin (40 mg, twice a day ip) for peritonitis. Treatment was ongoing. The patient had not recovered from the peritonitis event at the time of the report. No additional information is available.